Manufacturer narrative:
The device investigation has been completed and the results are as follows: returned sample: customer did not return the complaint part for investigation. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: "lost osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor. Smoking is known to inhibit local wound healing and may affect survival of implants. Smoking has a strong influence on the complication rates of implants. It causes significantly more marginal bone loss after implant placement, increased the incidence of peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone, and affects the success rates of bone grafts. Although the root cause for lost osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.

Manufacturer narrative:
The patient's race and ethnicity were not provided; however, the patient's nationality is listed as (B)(6). The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report. This report is for the 1st of 2 failed implants on the same patient. See report 3011649314-2019-00399 ((B)(4)) for the report on the 2nd implant.

Event description:
It was reported that an inclusive tapered implant failed. The doctor reported that the implant was placed on (B)(6) 2019 at tooth location #20 (universal). The patient returned on (B)(6) 2019. After examination, the doctor noted that the implant lost osseointegration. The implant was then removed. The patient's current condition is reported to be fine. The patient has type iii bone quality, and has a history of smoking. There was no abnormality noted with the implant itself.